Manufacturer narrative:
Product event summary: data files and the 2af284 balloon catheter with lot number 02194 were returned and analyzed. The patient file showed at least ten applications were performed with the balloon catheter on the date of the event. System notice 50032 was triggered on the last application and the failure file confirmed system notice 50006 ¿blood detection¿, 50032 ¿pressure detection between the balloons¿ on the date of the event. Visual inspection of the balloon catheter was performed. External visual inspection of the balloon segment showed blood/fluid inside the balloon and blood in the coaxial connector was also observed. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for ten applications on the reported event date. The performance test was unable to be performed as the catheter was defective. During inspection and pressure testing of the shaft segment, a guide wire lumen breach was observed at the catheter tip. During inspection of the handle segment, blood / liquid was observed inside ha ndle. In conclusion, the reported visible blood was confirmed through data analysis. The balloon catheter failed the returned product inspection due to a breach observed on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was seen coming into the coaxial umbilical cable. The coaxial umbilical cable was disconnected from the console, and balloon catheter removed from the patient, as a balloon rupture was suspected. The case was switched to and completed with radiofrequency. No patient complications have been reported as a result of this event.